Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began in the afternoon of (B)(6) 2011. The reporter stated that the patient manages her diabetes with oral medication (unknown type and dosage), diet and exercise and that on both (B)(6) 2011 and (B)(6) 2011, the patient took more food/drink in response to the reported issue. A few days after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of 'nervousness, dizziness and of blurry vision' but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca was able to walk the patient through the proper testing procedures as recommended per the owner's booklet and the alleged issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do the 510(k) # is k053529.